Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain /chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), infection ("frequent infections") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, infection, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 and reported adverse events including increasingly chronic pelvic pain. The plaintiff was submitted to surgery to remove essure in (B)(6) 2014. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain /chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), infection ("frequent infections") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, infection, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 and reported adverse events including increasingly chronic pelvic pain. The plaintiff was submitted to surgery to remove essure in (B)(6) 2014. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.